Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead showed high capture thresholds and high pacing impedance. No interventions were reported. The patient was stable.